Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient with this product was noted to have endocarditis due to a previously surgically capped competitive lead. There were no allegations against the device and no report of adverse patient effects due to the explant procedure.